Event description:
In 06/2003 manufacturer was notified of a pt who exhibited what appeared to be an acute inflammatory response following implantation of dura-guard (exact date unk). The device was then explanted (2003, exact date unk) resulting in a reduction of the pt's symptoms. Pt status was then assessed as "better".